Event description:
It was reported that during surgery that the device was tearing the skin graft. There was no reported harm or injury and no reported delay. An alternate device was available for immediate use. Due diligence is complete. No additional information is available. At product evaluation investigation the cutter failed the sample mesh test due to multiple blunt spots. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined he cutter failed the sample mesh test due to multiple blunt spots; however, the repair was not completed because cutters are not repairable device. The cutter was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.